Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the needle came off of the thread. No patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one opened by the account. The visual inspection of the sample noted one suture and one needle. The needle was detached from the suture. No instrument marks were noted on the needle. As no sealed samples were returned, a needle attachment test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.